Manufacturer narrative:
The explanted microstent and the delivery system used for explantation were returned to ivantis for evaluation. The device history records were reviewed for the hydrus microstent manufacturing lot; there were no discrepancies or unusual findings and all released product met specification. The microstent met dimensional and visual specifications. Functional testing using the microstent and the delivery system used for explantation was performed; the microstent functioned as intended during advancement, release, retraction, and recapture. Ocular pain, photophobia, inflammation, pupil irregularity, peripheral anterior synechiae and microstent explantation are listed in the device labeling as potential adverse events. This report is for the right eye, refer to MDR 3016075957-2022-00007 for the left eye. Manufacturer reference #: (B)(4).

Event description:
A patient underwent bilateral uncomplicated cataract surgery with hydrus microstent implantation in both eyes. Surgery for the right eye took place on (B)(6) 2021. At approximately 9m post-op, the surgeon reported recurrent anterior chamber inflammation with tapering of topical steroids. At baseline, the patient had best-corrected visual acuity (bcva) of 20/32 and intraocular pressure (iop) of 17 mmhg on 2 iop-lowering medications. At the 3-week follow-up visit ((B)(6) 2021), the bcva was 20/32 with iop 14 mmhg (on 2 iop-lowering medications) in addition to once daily prednisolone acetate and non-steroidal anti-inflammatory (nsaid) topical medication. The eye was quiet without inflammation and the steroid and nsaid were discontinued. Approximately one week later, the patient reported symptoms of photophobia and mild pain, and the anterior chamber had 2+ cells and 2+ flare. Steroid treatment was subsequently reinitiated at 8 times daily. Over the course of several months, attempts to taper or change the steroid type resulted in rebound inflammation. On (B)(6) 2021, bcva was 20/50 and iop was 16 mmhg (on same 2 iop-lowering medications and once daily prednisolone). Rare cell and corectopia were present with peripheral anterior synechiae formation over the microstent. The hydrus was explanted without complication on (B)(6) 2022. At the one-day post-operative visit, bcva was 20/40 with 13 mmhg iop and trace cells and pigment in the anterior chamber. At the (B)(6) 2022 visit, the patient had a deep and quiet anterior chamber (on twice daily prednisolone) with iop 17 mmhg (on 2 iop-lowering medications).